Event description:
The service report shows that while at a facility doing preventative maintenance, the nellcor puritan bennett customer support engineer (npb cse) found that the audio alarm did not sound. The nellcor puritan-bennett support engineer (npb cse) verified no audio alarm. The npb cse inspected the device and replaced the battery harness. The unit passed extended self testing. This report is not an admission by nellcor purital bennett that this device caused or contributed to the event alleged in this report.